Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in a fast atrial fibrillation (af) arrhythmia. The patient's health care professional (hcp) reviewed device data and expressed concern with the device reported remaining longevity. Boston scientific technical services (ts) discussed that atrial sensing was on which can impact the device longevity since the patient is in chronic af. The hcp intended to bring the patient in and turn off the atrial sensing. Requests for additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.